Manufacturer narrative:
The maude event report did not include contact information for the complainant; therefore no attempts for additional information can be made at this time. Based on the limited information that has been provided, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. Without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
The following was reported via maude event (mw5072813): "entrapped nerves in hernia mesh plug bard prefix."